Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case reservoir tube window corners, stained end cap sticker, stained address/serial number label and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the top of the reservoir compartment had broken piece. The customer¿s blood glucose level was 168 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.